Manufacturer narrative:
Product event summary #t(B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the implantable tachy lead is experiencing rising threshold over time which is now high, high impedance and over sensing due to a suspected lead fracture. The lead will be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The lead was capped and replaced, and later the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.